Manufacturer narrative:
The hillrom technician found both left rear and front wheel caster broke and need replaced. The periodic inspection manual for liko mobile lifts (3en371001-rev 5) states under check point 3 "castors-wheels": roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the front and rear wheels on left side of lift. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the front casters on the left side came off. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).